Manufacturer narrative:
(B)(4). The s-ICD system remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) had partially eroded through the patient's skin. The patient had lost recently lost approximately 50 pounds recently. There were no visible signs of an infection. A pocket revision was performed and the s-ICD was repositioned. No revision or repositioning of the associated electrode was necessary as it was not affected. No additional adverse patient effects were reported.